Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2017 rather than (B)(6) 2017. The initial reported should have been rn (B)(6). Rather than dr. (B)(6). Occupation should have been nurse rather than physician. Date received by manufacture should have been (B)(6) 2017 rather than (B)(6) 2017

Event description:
New information notes that patient was stable post-procedure. Device had indications of premature battery depletion and had reached eri.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.